Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 47 mg/dl due to needing settings adjustments. Low bg was addressed by consuming carbohydrates. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments. Additionally, it was reported that pump date was incorrect after being taken out of storage mode. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy.